Event description:
Customer stated that some of the segments their meter are missing. A review of the system was conducted over the phone. This review indicated that the display was missing segments. The customer was asked to return the meter for further evaluation and a replacement was provided.